Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). The camera was returned to medtronic for analysis. Analysis revealed that there was intermittent firmware incompatibility for the camera. It passed an accuracy test but line separation was also detected. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera failed its accuracy assessment kit (aak) test. There was no patient involved.

Manufacturer narrative:
Correction: prior to the camera returning, a medtronic representative replaced the camera on the system. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.